Manufacturer narrative:
(B)(4). Batch #: p9aa2z. Date of event is 2021. Event day and event month were not reported. Investigation summary: the product was returned for evaluation. In addition a tyvek wrapper was received along with the device. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. Also, the device was noted to have the tip of the advancer bent. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, the instrument was disassembled. Upon disassembly, the advancer was confirmed to be bent and three clips were found inside the clip track. It should be noted that product failure is multifactorial. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the condition of the jaw being disengaged from the cam may be due to inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the surgeon noted device locking out while firing clips. It is unknown how procedure was completed. There was no patient consequence and no change in post-op care.